Event description:
Pt's cadd legacy pump sn (B)(4) malfunctioned this morning - the pump itself was still operating but the screen went blank and therefore pt was unable to read screen - pt switched to a functioning pump and is not having issue - no harm to patient due to pump screen malfunction - no further information is available. Dose or amount: na. Frequency: continuously. Route: intravenously. Dates of use: (B)(6)2017. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.